Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. The sample was returned for evaluation and a tear in the cuff and finger were observed. Visual inspection, tensile strength, and glove thickness measurements were conducted and all results passed within specifications. A review of complaint trending for the last 12 months did not identify any adverse trend. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the glove had a left tear into two pieces at the base of the palm during donning.